Event description:
Proxy biomedical was notified on the (B)(6) 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(6) 2013 regarding a polyform product from a pt's legal representative. The complaint states that following implant of polyform mesh the pt suffered injury. The date of implant of the mesh was on (B)(6) 2006. The pt is identified as "cp". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The physician who treated the pt is dr joseph stubs, telephone number is unknown. The implant involved in this complaint is a polyform synthetic mesh - the lot number is unknown.

Manufacturer narrative:
Method: device was not returned for evaluation. Conclusions: inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).